Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve had a planned tavr after an implant duration of 5 years, 9 months. It was decided that the medical team needed to protect the left main prior to tavr. Unfortunately, they were unable to cannulate the left main coronary artery; therefore, it was decided not to proceed with tavr. The patient was alive at the end of the procedure. The transcatheter valve was not successfully implanted. After the case, there was significant discussion between physicians regarding if the surgical valve had actually failed or if the patient's symptoms were associated with other comorbidities. There was no significant gradient and other than the patient's symptoms there was no other indication that the valve had failed in any way.

Manufacturer narrative:
Requests for additional information has been performed. The healthcare provider has not provided any additional information at this time. The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. The device history record (DHR) was not reviewed as no information regarding a device failure mode was provided. Therefore, a review of manufacturing and/or device component issues that may have contributed to the reported event is unable to be performed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve implant for 5 years, 9 months underwent an attempted valve-in-valve procedure. Due to procedural issues the procedure was aborted. After the case, there was significant discussion between physicians regarding if the surgical valve had actually failed or if the patient's symptoms were associated with other comorbidities. There was no significant gradient and other than the patient's symptoms there was no other indication that the valve had failed in any way.